Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/22/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's husband to turn the bluetooth off and on, then reset the smart device which restored the connection. No additional patient or event information is available.